Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm no tip vascular reconstruction device (product code: encr402300, lot number: 9568624) became impeded at the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number unknown), preventing advancement of the stent into the microcatheter. The physician attempted to withdraw the delivery system and noted that the stent had prematurely detached from the delivery wire and was located within the y connector. The physician removed the y connector and retrieved the detached stent. A second new stent, an enterprise2 4mmx23mm no tip (product code: encr402300, lot number: 9540636) was then introduced. However, the same issue occurred¿the stent again became impeded at the microcatheter hub and subsequently detached from the delivery wire. This time, the detached stent was located within the microcatheter hub. The physician removed both the second stent and the microcatheter from the patient. New devices were then introduced, and the procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm no tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the detached stent was received cut in half. The delivery system was not returned for evaluation. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding a stent being prematurely released was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. The cut condition of the stent was not originally reported, and this damage is suggested to be the result of handling post procedure of the stent since as part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Therefore, this damage is not considered related to the issue reported. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The delivery system might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.